Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead after placement. The guidewire was unable to be removed. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.